Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 25 mmol/l. The customer reported hyperglycemia treated with manual injection/insulin pen and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Customer reported high bgs. Customer does not feel ok to troubleshoot. No further patient complications were reported. Product return is required for mmt-1885.

Manufacturer narrative:
Successfully downloaded history files and traces using thump and carelink. The formatted history file lists data from 12/02/2024 to 02/05/2025. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 14-oct-2024. There is no unexpected alarm(s)/suspends recorded in the formatted history file. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0874 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.5 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, pillowing keypad overlay and cracked up, down and select button keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Customer alleged for the pump under delivery was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.